Event description:
The rptr stated a 3-piece silicone lens model aq2003v haptic broke prior to insertion and the cause of the lens damage was unk. The lens was not implanted and there was no pt contact or injury. An msi-tm injector, lot number unk, and the aq cartridge fp, lot number 1198530, were used.